Manufacturer narrative:
Concomitant products: 419678 lead, implanted: (B)(6) 2010; 5076-52 lead, implanted: (B)(6) 2007.

Event description:
It was reported that the patient presented to the emergency department with implantable pulse generator (ipg) incision site redness, itching and clear drainage. Lab and blood cultures were obtained and were negative. The patient was referred to the implanting physician and was prescribed antibiotics. One week later the patient returned to the clinic with no signs of infection. The device remains in use. The patient is a participant in the product surveillance registry clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.